Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-35161. It was reported the patient presented remotely. Upon review of merlin.net transmissions, it was observed the patient's right ventricular (rv) lead was sensing noise. The patient had episodes of dizziness. The physician elected to explant and replace the patient rv lead. At the start of the procedure it was noted the patient's right atrial lead was under-sensing and had a slack issue. Both leads were explanted and replaced. The patient tolerated the procedure well and experienced no complications.

Event description:
Correction: the right atrial lead had p-wave amplitude variation.